Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set leaked and the lining of the tubing seemed distorted. The following information was provided by the initial reporter: infusing medication, not cytotoxic. Some fluid leaked from smartsite port while infusion was running. The same thing happened with a similar infusion on 1/12. The line was discarded after use. It was noted that the smartsite is oval in appearance and not round. Also noted that the lining of the tubing seemed distorted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a 10010454-0006 sample was not available for investigation; however, the customer indicated the complaint sample is from lot 22055938. The feedback provided by the customer indicates leakage was detected from the smartsite component; the customer also suggested the smartsite was oval in shape rather than circular. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.